Event description:
It was reported the customer was receiving no delivery alarms during their prime process. Troubleshooting found insulin was able to exit with a manual prime, but the insulin pump alarmed no delivery. It was also found the insulin pump alarmed no delivery after the customer changed out their reservoir and tubing. Customer stated they were able to resolve the alarm after changing their reservoir and tubing for third time. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted during our testing. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump had cracked case at the display window corner, minor scratched lcd window, broken belt clip slot at the battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window.